Event description:
When sheath was given to sales rep to return to circon for warranty review, the tip was still intact on the sheath. The tip was fractured and later fell off. There was no pt involvement.